Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The summit single piece inserter tip was gnarled and damaged causing it to become "stuck" in the definitive implant during insertion. Excessive force was required to remove the inserter from the implant, which resulted in the stem not being seated correctly.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found if placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage the tip. The provided date code a0109 indicates the instrument was manufactured in january of 2009 and is over 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.